Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported iritis in an eye following an intraocular lens (iol) implant procedure. The patient received steroid treatment and the symptoms resolved. The lens remains implanted. Additional information has been requested.